Event description:
It was reported that the device was not appropriately displaying real-time egms. A magnet was applied to the device and the egms could then properly be viewed. It was recommended that alternate methods of interrogation be also used at the next follow-up and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.